Event description:
Reporter alleged obtaining a result of 24.5 mmol/l on compact plus system 1 compared back to back with a result of 5.0 mmol/l on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(4). No information was provided on the specific part number involved in this event. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(4) for the suspect device used in system 2.